Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2.0mm coupler did not align properly. This was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d4: lot #: sp22f011679199. H10: the device was received for evaluation. A visual inspection of the returned coupler rings was performed, and a misalignment in the rings were observed. Additionally, differing amounts of tissue were visible on one sides of the approximated coupler rings. It is unknown if the differing amounts of tissue on the sides of the coupler rings may have contributed to the misalignment of the approximated rings. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.